Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3355-4031 serial/batch number (B)(6) was received for evaluation. Functional testing could not be conducted because the device's shaft was bent. A visual inspection indicated that the shaft is bent, which could result in misalignment. The probable cause of the reported failure is user error. Instruments should be handled carefully. Excessive tightening or harsh handling can lead to bending or breaking of the instrument.

Event description:
On 05/24/2024, it was reported by a facility representative via (B)(4) that an ar-3355-4031 scope is not remaining screwed on to the c-mount portion of the camera. Case/patient involvement not indicated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.